Event description:
It was reported to nova biomedical that a consumer received a result of lo (less than 20 mg/dl) on their blood glucose meter. The consumer immediately performed another test using another nova max meter and the same test strips getting a result of 179 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. Meter and test strips will not be returned for eval.